Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient noted to have green discoloration on their white power lead, modular cable and system controller. There was concern for green goo vs discoloration. It was requested the log files be reviewed. The log files were reviewed and there were no unusual events recorded in the log file history. It was recommended that the cables and system controller be cleaned with an alcohol wipe and that alarms be continued to be monitored for or further discoloration. The device was operating as intended. Pictures were provided. The discoloration/substance did not appear to affect the system controller's functionality at the time. It was noted they should see if it would come off with an alcohol wipe. If there were any concern with the system controller and modular cable could be replaced.

Manufacturer narrative:
Section d4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported event of discoloration on the system controller was confirmed via the provided photos, as the photos showed contamination of an unknown substance on the controller¿s user interface and white power cable connector, resulting in those assemblies being slightly discolored. The system controller (serial number (B)(6)) was not returned for analysis, and the pump operated as intended throughout the provided log files. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting" and the heartmate 3 lvas instructions for use section 7 ¿alarms and troubleshooting" instructs users on how to identify and respond to alarms that sound from their controller, including power cable disconnect alarms. The heartmate 3 patient handbook section 10 ¿safety checklists¿ and the heartmate 3 lvas instructions for use section f ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.